Event description:
It was reported that the battery from this insertable cardiac monitor (icm) had not met the projected longevity. Due to this reason, the icm device was explanted from the patient. The physician inquired for a possible cause behind the reported issue. Boston scientific technical services (ts) requested to have data from this icm device analyzed. Analysis of icm device data confirmed the battery of this device had prematurely depleted; a high and constant battery discharge was noted, and the root cause is unknown. To determine the root cause, the icm device should be returned for a detailed analysis; however, the field representative stated the device is not available for return. No new icm device has been implanted at this time. No adverse patient effects were reported. Additional information was received from the clinic, indicating that the explanted icm device is expected to be returned for analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the battery from this insertable cardiac monitor (icm) had not met the projected longevity. Due to this reason, the icm device was explanted from the patient. The physician inquired for a possible cause behind the reported issue. Boston scientific technical services (ts) requested to have data from this icm device analyzed. Analysis of icm device data confirmed the battery of this device had prematurely depleted; a high and constant battery discharge was noted, and the root cause is unknown. To determine the root cause, the icm device should be returned for a detailed analysis. No new icm device has been implanted at this time. No adverse patient effects were reported. Additional information was received from the clinic, indicating that the explanted icm device is expected to be returned for analysis. The explanted icm device was returned and is currently undergoing detailed analysis. Additional information was received indicating a new icm device was implanted in the patient as replacement.

Event description:
It was reported that the battery from this insertable cardiac monitor (icm) had not met the projected longevity. Due to this reason, the icm device was explanted from the patient. The physician inquired for a possible cause behind the reported issue. Boston scientific technical services (ts) requested to have data from this icm device analyzed. Analysis of icm device data confirmed the battery of this device had prematurely depleted; a high and constant battery discharge was noted, and the root cause is unknown. To determine the root cause, the icm device should be returned for a detailed analysis; however, the field representative stated the device is not available for return. No new icm device has been implanted at this time. No adverse patient effects were reported. The explanted icm device will not be returned; additional information was requested to the field regarding the reason why it is not available for analysis, but the facility did not provide any further information.